Event description:
Reporter indicated that they had difficulty interrogating the device. Physician was able to interrogate the device after several attempts. Further attempts for info are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.